Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/05/2025, a sales representative reported via phone that (qty. 2) an ar-3730sp double loaded knee fibertak anchor pulled out of the implantation site when implanted. This occurred before the stitching was attempted to be tightened. There was a minimal delay in removing both (qty. 2) of an ar-3730sp double loaded knee fibertak anchor in one piece. The case was completed using a non-arthrex product. This was discovered during a patella tendon repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.